Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a calibration issue occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the patient calibrated their device and in 15 minutes the cgm readings stopped. The patient indicated that when the calibration error occurred, they did not know their blood glucose level. The patient indicated that they were unable to control their blood glucose because the sensor seemed to be displaying inaccurate values and they ended up with hyperglycemia. The patient experienced thirst, blurred vision, and a headache. The patient was taken to the emergency room with a bg reading of 398 mg/dl, and moderate ketones (no value reported). At the ER the patient was treated with fluids (intravenously), administered rapid-acting insulin, and monitored glucose and electrolyte levels. The patient was discharged from the hospital after 5 hours. At the time of the report, the patient was stable with normal bg levels. Data has been provided but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the patient calibrated their device and in 15 minutes the cgm readings stopped. The patient indicated that when the calibration error occurred, they did not know their blood glucose level. The patient indicated that they were unable to control their blood glucose because the sensor seemed to be displaying inaccurate values and they ended up with hyperglycemia. The patient experienced thirst, blurred vision, and a headache. The patient was taken to the emergency room with a bg reading of 398 mg/dl, and moderate ketones (no value reported). At the ER the patient was treated with fluids (intravenously), administered rapid-acting insulin, and monitored glucose and electrolyte levels. The patient was discharged from the hospital after 5 hours. At the time of the report, the patient was stable with normal bg levels. A review of performance data shows that the patient started a new sensor session at 9:38 am on november 04, 2025. The patient entered a calibration value of 150 mg/dl at 3:46 pm and a calibration value of 148 mg/dl at 3:48 pm. Neither of these values were accepted and the patient was not able to move past the warm-up phase. The patient tried entering additional calibrations a few hours later -- values of 260 mg/dl and 270 mg/dl, both at 7:39 pm. However, these values were also not accepted, and the patient was not able to enter an active session and receive live estimated glucose values until several days later. The reported complaint is undetermined. Although data investigation does show that the patient experienced an issue wherein the cgm system was not accepting the calibrations he entered, the system did not give any indication that live readings were being sent to the patient's app. Therefore, the patient was aware that he could not rely on the cgm for glucose readings, alerts, or alarms. Additionally, performance data shows that the patient was using a blood glucose meter for at least part of the day as evidenced by the calibrations being entered on the alleged date of incident. As the patient's last calibration (270 mg/dl) was well above his high alert threshold of 200 mg/dl, the patient should have already had some awareness of elevated glucose levels and should have resumed use of the meter for as long as he was not receiving readings from the cgm. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.